Manufacturer narrative:
Date rec'd by MFR: 11sep2019. Date of report: 19sep2019. The field service engineer (fse) duplicated the reported problem of touch screen unresponsive. The fse performed touch screen calibration to address the reported problem. The unit was not in use on a patient. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the touch screen is faulty. The unit was not in use on a patient.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13sep2019.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was in use on patient , but there was no patient harm reported.